Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf), as there were several unsuccessful therapies delivered from the cardiac resynchronization therapy defibrillator (crt-d). It was noted the right ventricular (rv) lead and right atrial (ra) lead had blood accumulation within the insulation with suspected insulation failures. The ra lead also showed a decrease in sensing. Cardiopulmonary resuscitation (CPR) and external defibrillations were required and the rv lead and ra lead were explanted and replaced; the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated additional ineffective therapies were observed. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with a higher energy system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.